Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. Device analysis: deformation device, creases fold, voids, bubbles and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "pain". Healthcare professional also reported "had a degree of symmastia with the pocket being significantly medialized over the sternum with a minimum amount of tissue keeping the pockets from communicating bilaterally." Device has been explanted.